Event description:
As reported from canada from the alliance trial, excessive push force was needed to advance the sapien x4 valve and delivery system through the esheath. Upon removal of the sheath post-implant of the valve, it was noted that the esheath had a leak near the seam, and the esheath was damaged. There was no patient injury. The esheath was returned to edwards lifesciences, and the following was observed during pre-decontamination evaluation: distal tip of the sheath is torn.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported under MFR report number (B)(4). After further examination of the device during engineering evaluation, it was concluded that the distal tip of the sheath was not torn but stretched. At this time, the information available for this event does not suggest this malfunction has the potential to cause or contribute to a serious injury or death, and therefore is not FDA reportable.